Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, they had a miscount, but the system did not detect the raytec, they took an x-ray and found the raytec. They then tested the wand and console with another piece of cotton and it detected it. No patient injury.